Manufacturer narrative:
A manufacturer company representative went to facility to evaluate the stretcher, on (B)(6), 2010. The facility engineering department could not locate the stretcher. It was reported that the engineering department believes the stretcher was repaired and placed back into service, however, they could not provide any records regarding the repair(s).

Event description:
It was reported via a user facility medwatch report the stretcher was in a locked position when the operating room staff was transferring a patient from the operating room table to the stretcher. It was reported the stretcher moved and the staff had to prevent the patient from falling and the patient was lowered to the floor by the staff. It is reported, the locking mechanism on the stretcher is not working.